Manufacturer narrative:
Patient code 1930-infection in the initial report updated to 2069-seroma in this follow-up report.

Event description:
Follow-up indicated that the patient did not have an infection. The physician confirmed the fluid that was drained was normal to the healing process of the pocket site.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient was suspected to have developed an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. Fluid was drained from the ipg site. No further treatment was required and the patient is currently receiving effective pain relief using the device.